Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the display was scratched and insulin pump's display was hard to read. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Device power up properly after battery installation. Device passed self test and displacement test. Power connector plug in and locked in place properly. No missing segments/partial display noted. Device shows no damage on lcd controller or lcd glass. Device received with minor scratches on lcd display window. (B)(4).